Manufacturer narrative:
The zilver stent (zisv6-35-125-6-120-ptx device of lot # c1236268) involved in this complaint was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. Additional information received from the customer: no unintended section of the device remained inside the patient. No additional procedures were required as a result of this occurrence. The patient did not suffer any adverse effects from this occurrence. Angiograph/CT/x-ray images were not made available for evaluation. It is known that a terumo¿ glidewire (stiff) wire guide, of unknown diameter, was used during this procedure. The stent post deployment was reported as having a small amount of deformation distally. It was confirmed that the patient¿s lesion was not heavily calcified, nor was the patient anatomy tortuous. There were no difficulties during advancement or stent deployment reported. There is no evidence this incident did not occur, therefore the customer complaint can be confirmed based on customer testimony. Input from the research & development engineers states the following: "there is not sufficient information in the complaint to develop any opinions about what may have occurred. The delivery system was not returned and there were no images provided to evaluate the complaint. It has been proven through design v&v testing that the stent does not shorten on deployment as described in the complaint. Therefore all I can conclude is that the design of the device is not a potential root cause." As the device was not returned, and as the conditions of use cannot be replicated in a laboratory setting, a definite root cause of stent shortening cannot be determined. As per the product IFU, "the zilver ptx drug-eluting peripheral stent is designed not to shorten upon deployment. Bench testing has shown that on average, the stent length increases from pre-deployment to post-deployment by approximately 1%." Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in the finished product q.c. Instruction. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. No harm to the patient and no additional procedures were required due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Stent foreshortened approx. 10 mm post deployment.